Event description:
Reportable based on the analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the 32mmx2.50mm taxus liberte stent delivery system (sds) would not cross the lesion. The 99% stenosed target lesion was located in the severely tortuous and severely left anterior descending (lad) artery. The lesion was pre-dilated with a non-bsc balloon and the physician then advanced the sds and the device and was not able to cross the lesion. The physician dilated the lesion further with two non-bsc balloons but the sds device was still unable to cross the lesion and the shaft became kinked. The procedure was completed with a different device. No patient complications were reported and patient status was good. Returned product analysis revealed a shaft fracture.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device found that there was a complete separation of the hypotube. The hypotube was broken approximately 33.5cm from the hub. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. The separated distal shaft measured 118cm. Inspection of the material surrounding the separation did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. The balloon was tightly folded and stent was centered between the markerbands. There was contrast in the inflation lumen and blood on the outer balloon material. Inspection of the remainder of the device presented no further damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).